Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_(B)(4)- envision ide study, patient site: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with an unknown balloon. The final implant depth at non-coronary cusp (ncc) was 4.82mm and left coronary cusp (lcc) was 6.76mm. The patient developed a left bundle branch block (lbbb) post-procedure. The patient was in the ICU for two days to monitoring the lbbb. No treatment was required. The patient was discharged on (B)(6) 2026.